Manufacturer narrative:
(B)(4). D10: 42532007102 - tibia cemented 5 degree stemmed right size e - 62316845 unknown - unknown palacos cement - unknown 42500006402 - femur cemented posterior stabilized (ps) narrow right size 8 - 62355252 42540000035 - all poly patella cemented 35 mm diameter - 62284792 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00230, 0001822565-2023-02652, 3007963827-2023-00261, 0002648920-2023-00232.

Event description:
It was reported that the patient underwent a right total knee revision arthroplasty approximately 10 years post implantation due to pain and possible loosening (indicated from bone scan). During the revision, significant calcification of the patellar tendon and arthrofibrosis were noted. While debriding the joint space of the calcifications, the patellar tendon tore at the inferior pole of the patella which was repaired at the end of the case. The patellar implant was left intact. The femoral component was well-fixed and revised, and the tibial component was found loose and revised. The new tibial and femoral implants were placed without complication, and a range of motion of 0-130 degrees was achieved. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified the femoral, articular surface, and tibial tray with a disassembled plug. Pictures provided were insufficient to complete visual or dimensional evaluations. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision due to pain with excisional debridement of calcified bodies, patella tendon repair, significant calcification, tibial component loose, post revision rom 0-130 degrees. A definitive root cause cannot be determined with the patient comorbidities as a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.